Event description:
New information received notes that the lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the ring electrode, right ventricular and inner coil lumens proximal to the suture tie impression. One of the ring electrode cable coatings was found abraded in this region. The right ventricular cable coating and ptfe liner were intact. The cause of the reported event was isolated to external insulation abrasion consistent with friction to device can.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were recommended but not yet completed. There were no patient consequences.